Event description:
The pt reported that "a while back" he thought he had the flu, but ended in the emergency room and was then admitted to the intensive care unit with diabetic ketoacidosis. He stated that the pod was not delivering insulin, but that it was because he "had a problem using the pod, not that the pod is what caused his ER visit."

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis and hospitalization. No product lot number was reported therefore no qualification record review was performed. The omnipod user guide warns "if you are unable to use the omnipod insulin mgmt system according to instructions, you may be putting your health and safety at risk. Talk with your healthcare provider if you have questions or concerns about using the omnipod system," and advises "the symptoms of dka are much like those of the flu. Before assuming you have the flu, check your blood glucose and check for ketone's to rule out dka."